Manufacturer narrative:
Internal complaint reference: (B)(4). The reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the customer provided image reveals the anchors and suture have become detached from the needle. The image also reveals the needle overmold assembly has become damaged at the distal tip. The needle appears bent from manufacturer intended position. A visual inspection revealed the device was returned outside of original packaging. The anchors and suture were returned with the device. The suture knot was not tightened down. The actuator tip was in the t2 pre-deployment position. The needle has been bent slightly from manufacturer intended position. The needle overmold assembly shows signs of stress at the distal tip. A functional evaluation revealed the deployment knob and actuator tip function as expected. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that, during a meniscus repair, after pushing on the trigger, t1 and t2 on the fast-fix were deployed at the same time. Both t's were retrieved from inside the patient. It is unknown if there was a delay in the procedure. The procedure was completed with a backup device and no further complications were reported.